Event description:
It was reported by medwatch report that "echo showed depressed (l) ventricular function, a kinetic anterior wall and apex w/lg (l) ventricular aneurysm. Coronary cath demonstrated chronically occluded (l) anterior descending artery w/ no reconstitution, small diagonal artery, previously stented circumflex artery w/ no flow. Troponin elevated at 60, transferred to our facility in 2009. Three days later, pt had pre-cardiopulmonary bypass tee and found to have 2 to 3+ mitral regurg. Low cardiac output requiring high dose inotropic and vasopressor support after coming off cardiopulmonary bypass. Total aortic cross clamp time 193 minutes, total cardiopulmonary bypass 268 minutes. Intra aortic balloon pump (iabp) was initially placed in (l) femoral artery; however, the balloon did not function properly and had to be removed. Pressure was held on the (r) femoral artery, but it later developed a hematoma requiring exposure and repair. The iabp was ultimately placed in (l) femoral artery. When the cable and art line were plugged into iabp, there was no art line tracing and machine read the balloon as being a 5 cc balloon and not a 40 cc balloon, (which it was). We switched out the iabp, which did not work, so we switched out the balloon and cable which fixed the problem." The iabp was tested with the results indicating pump was operating fine. Add'l info sent on 08/12/2009 stated the intra-aortic balloon (iab) was initially placed in the right femoral artery. Per md "it did not work; it would only read and detect 5 cc." Iab was removed. Pressure was held on the right side, but a hematoma developed requiring a surgical repair. Md was able to insert iab in the left femoral artery.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.